Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that an intraocular lens (iol) was faulty. The timing of the event and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
Based on the corrected information received, this record is not reportable based on reporting criteria. There will be no further reports sent in for this mfg number. The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information received from the customer stating the issue was that the plunger of the shooter overrode the lens before touching the patient and not a defective intraocular lens which was originally reported.